Manufacturer narrative:
The balloon of a 5f mynxgrip vascular closure device (vcd) fell out of blood vessel during the procedure. There was no reported patient injury. The physician could not deploy the sealant and hemostasis was achieved with manual compression. After inflation of the balloon with saline, the physician did not feel tactile resistance and the mynxgrip device was withdrawn. The sales representative reported that the main reason was that there was a user mistake and the possible reason was that the air in the balloon did not entirely came out during preparation. Therefore, the sales representative advised the users to remove the air by injecting saline. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle. The sealant and advancer tube were found inside the shuttle cartridge tubing in manufacturing position. The device was not prepped with saline and the balloon had no exposure to blood which likely indicates the device was never inserted into the procedural sheath. The condition of the returned device does not match the description of the complaint. Per functional analysis, leak testing was performed on the balloon of the returned device, and no leak was found. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1914401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. Functional analysis revealed that the device was never inserted into a procedural sheath. In addition, the device was not prepared with saline. The condition of the device did not match the description of the incident. The exact cause of the reported event could not be conclusively determined. Incorrect preparation of the balloon, as reported by the sales representative, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing the vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback, can cause the balloon to partially collapse as air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) fell out of blood vessel during the procedure. Therefore, the physician could not deploy the sealant and hemostasis was achieved with manual compression. There was no reported patient injury. After inflation of the balloon with saline, the physician did not feel the tactile resistance and the mynxgrip device was withdrawn. The sales rep thought that the main reason was that there was a user mistake and the possible reason was that the air in the balloon did not entirely come out during preparation. Therefore, the sales rep advised the users to remove the air by injecting saline. The device will be returned for evaluation.